Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, patient underwent laminectomy surgery at levels l5-s1. Intra-op, screw thread was damaged when surgeon was trying to fix the set screw. This process was tried 3 times. The product came in contact with the patient. No fragment of the implant remains in the patient. No patient complications were reported as a result of this event.